Event description:
On (B)(6) 2021 the user was supposed be upgraded to a new audio processor. However, this was not possible as in situ testing showed altered results. The mother reported that the user was involved in a traffic accident and therefore diagnostic imaging was performed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2021 the user was supposed be upgraded to a new audio processor. However, this was not possible as in situ testing showed altered results. The mother reported that the user was involved in a traffic accident and therefore diagnostic imaging was performed. Re-implantation is considered. However, no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
On (B)(6)2021 the user was supposed to be upgraded to a new audio processor. However, this was not possible as in situ testing showed altered results. The mother reported that the user was involved in a traffic accident and therefore diagnostic imaging was performed.the user was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.